Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Troubleshooting for the no delivery alarm during manual prime was performed. Customer's mother advised they have tried all remedies. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.